Event description:
It was reported that the insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer¿s blood glucose level, with values remaining within a safe range. The customer resolved the issue by loading a new cartridge, and they were advised to use the in-app cartridge load resource for guidance and to call back for troubleshooting if the issue reoccurred.